Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "my device got knocked out of my pocket and it free floats." The patient further indicated "this device is causing me so many problems. I have nerve problems in my shoulder." The ICD remains in use. No further patient complications have been reported as a result of this event.